Manufacturer narrative:
Product analysis: the analyzer failed several tests related to ventricular output. The issue was attributed to the printed circuit board (pcb). The analyzer is expected to be scrapped, pending customer approval. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned without any accompanying information, and subsequently tested out of specification. There was no patient involvement.